Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back and left side. Patient described area as red, raised, itchy, burning and draining pus. It was reported that the patient had shingles. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medication for the skin irritation. Follow up indicated that the medication helped the skin irritation to improve.